Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance has decreased. The user is a very active child, he sometimes falls - one month ago he hit his head on the bed. Although the user can still hear with his right ear, his hearing performance has started to decline. Re-implantation is considered.

Event description:
The user's hearing performance has decreased. The user is a very active child, he sometimes falls - one month ago he hit his head on the bed. Although the user can still hear with his right ear, his hearing performance has started to decline. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the limited information received from the field damage to the reference electrode caused by the reported external mechanical impact seems likely. However to determine an exact root cause device investigation of the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance has decreased. The user is a very active child, he sometimes falls - one month ago he hit his head on the bed. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by the reported external impact, was determined to be the root cause of device failure. This is a final report.

Manufacturer narrative:
Additional information: according to the limited information received from the field damage to the reference electrode caused by the reported external mechanical impact seems likely. However to determine an exact root cause device investigation of the explanted device would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user's hearing performance has decreased. The user is a very active child, he sometimes falls - one month ago he hit his head on the bed. Although the user can still hear with his right ear, his hearing performance has started to decline. The user has been re-implanted.